Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an therapeutic holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's body cavity. The broken off fragment could be retrieved successfully and the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an authorized olympus regional repair center in (B)(6) (returned to rrc on 2021/07/27). The evaluation at the rrc confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. This type of damage is typically caused by thermal and/or mechanical overload, possibly as a result of excessive force in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.